Event description:
A complaint was received from a customer that reported that the elite system is giving erratic results. They stated that one moment their would get a result of 75 mg/dl a 320 mg/dl and then a 128 mg/dl. While on the phone a review of he system was conducted. It was learned that the customer was using lot number a2e05fs052 with an expiry age of 11/03. They control solution was expired and they did not have check strip. The customer also stated that the "hundreds and units" digit had portions of them missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.